Manufacturer narrative:
The cause of the event can be attributed to human factor. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens customer service engineer (cse) scraped her hand while performing a service call on a customer's advia centaur xp instrument. The cse was sent in for blood testing and evaluation. Cse received a shot for potential exposure to biohazardous material. There are no known reports of adverse health consequences due to the event.